Event description:
It was reported that an ilet device required a hardware upgrade due to screen visibility concerns, with a replacement device shipped and the original device pending return; the device reportedly presented no alerts or alarms. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on the user¿s health or activities of daily living. Investigation included a review of the complaint description and device replacement process. Investigation of this case revealed a suspected display visibility issue consistent with a device hardware or screen component concern, with no confirmatory device diagnostics available at the time of reporting. It was concluded, based on previously established findings for similar reports, that the cause was device component performance consistent with a screen visibility defect.